Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting loss of capture at 7.5 volts and pacing impedance measurements greater than 2,000 ohms. A conductor fracture was suspected. A revision procedure was performed and the lv was surgically abandoned. A new lv lead was successfully implanted. No additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.